Event description:
An arena hemodialysis delivery system had high bacterial counts. A baxter field service rep (fsr) went to the facility the same dat to evaluate the instrument. The fsr disinfected the incoming water line. No pt injury or medical intervention was rpeorted in association with this incident.